Event description:
On (B)(6)2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On(B)(6)2023 it was reported that the patient experienced a phytobezoar. On an unknown date in (B)(6) 2023, the patient was hospitalized and the peg/j was removed.  A temporary nutritional peg was placed. As of (B)(6)2023, the patient remained hospitalized.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of the phytobezoar. Phytobezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.